Manufacturer narrative:
D10 concomitant product: egiaunivxl xl endo gia universal x3 (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, two days after the patient was discharged after a laparoscopic sleeve surgery, the patient had thoracoabdominal pain and a hypothermia. On (B)(6), there was a perigastric collection: backflow enteral feeding jejune with strict fasting. Two days after, the patient had placement of covered prosthesis with nausea and vomiting. On (B)(6), there was a reported migration of non-repositionable prosthesis with nausea and vomiting. Three days after, a change of prosthesis was done with nausea and vomiting. On (B)(6), there was an evisceration on laparotomy scar with nausea and vomiting. The day after, the patient had a prosthesis change with two overlaps and vasovagal syncope on evisceration nausea and vomiting. On (B)(6), the patient was still in continuous care with nausea and vomiting. The patient had an emergency revision for fistula, exploratory with discovery of a fistula on the upper part of the staple, a kher drain and blade with feeding jejunostomy. A nasogastric tube under manual control. The patient was hospitalized in intensive care unit.

Manufacturer narrative:
D10 concomitant product: egiaunivxl xl endo gia universal x3 (lot#: p2f0255). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days after the patient was discharged after a laparoscopic sleeve surgery, the patient had thoracoabdominal pain and a hypothermia. There was no reported device issue during the initial surgery. The patient had an emergency revision for fistula, exploratory with discovery of a fistula on the upper part of the staple, a kher drain and blade with feeding jejunostomy on april 30. On may 8, there was a perigastric collection: backflow enteral feeding jejune with strict fasting. Two days after, the patient had placement of covered prosthesis with nausea and vomiting. On may 19, there was a reported migration of non-repositionable prosthesis with nausea and vomiting. Three days after, a change of prosthesis was done with nausea and vomiting. On may 24, there was an evisceration on laparotomy scar with nausea and vomiting. The day after, the patient had a prosthesis change with two overlaps and vasovagal syncope on evisceration nausea and vomiting. On june 15, the patient was still in continuous care with nausea and vomiting. A nasogastric tube under manual control. The patient was hospitalized in intensive care unit.